Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Weight: unk. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -6.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having an excessive vault and removed within the same surgery with no apparent injury. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens haptic broken and foreign material - fibers present on the lens surface. Work order search: no similar complaints were reported for units within the same lot. Conclusion: the anterior endothelium chabmer depth (acd) is below 3.0mm per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm (B)(4).